Manufacturer narrative:
(B)(4) final report additional information, including post primary and pre revision x-rays, patient medical history, operative notes, the device lot codes and a detailed patient outcome has been requested in order to progress with this investigation, however, not all information was provided and thus the investigation of this event was limited. The device lot codes were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was confirmed that the explanted devices were not available for examination. Based on the information which has been provided, the root cause of the reported pain could not be identified and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Cormet revision after approximately 9 years and 1 month due to pain.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, patient medical history, operative notes, the device lot codes and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. It has been confirmed that the explanted devices will not be available for examination. Device not available for examination.

Event description:
Cormet revision after approximately 9 years and 1 month due to pain.